Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarters support center (hsc) specialist reviewed the instrument data and instructed the customer to clean the integrated multisensor technology (imt) port and to clean the imt tubing. The hsc also instructed the customer to perform a system diluent check. The customer successfully ran quality controls. The cause of the discordant sodium, potassium and chloride results is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant sodium (na), potassium (k) and chloride (cl) results were obtained on multiple patient samples on a dimension xpand with hm instrument. The initial na, k and cl results were reported to the physician(s), who questioned them. The customer did not provide corrected na, k and cl results. There are no known reports of patient intervention or adverse health consequences due to the discordant na, k and cl results.